Event description:
Philips received a complaint on the intellibridge ec40/80 indicating there was no more transmission of alarms from the fan to the monitor. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # a philips field service engineer (fse) evaluated the device and confirmed there was no issue with the ec40. The issue with the ec40 was determined to originate from the customers fan model v500, as replacing all other components failed to resolve the problem until the customer set up a different v500 fan, which worked correctly. The device was confirmed to be operating per specifications, and the failure was identified with the non-philips device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.